Event description:
Report received of an adverse pt event while the device was in use. The pt was receiving nitroglycerin at a rate of 10mcg/hr, which was reported as 3ml/hr. The pt's baseline systolic blood pressure was of 90 to 110mmhg and their diastolic pressure was 50 to 60mmhg. The pt reportedly had a heart rate of 30 to 50 beats per minute. The pt was receiving oxygen at 4 liters/minute via nasal cannula, with an oxygen saturation of 94 to 97%. The pt's respirations were 20 to 28 breaths/minute and labored. The pt was reported as dyspneic with any activity. At 6:30pm, the pt was sitting at the edge of the bed when the pump gave an audible alarm and displayed "malfunction 24". The pt's systolic blood pressure reportedly decreased to 60 to 70mmhg. The nitroglycerin was discontinued and the pt was assisted to lie down. At 7:00pm, the pt's systolic pressure returned to a baseline of 90 to 100mmhg. At this time, the infusion was re-started. The pt experienced no adverse sequelae. Though requested, there was no further info available.